Manufacturer narrative:
(B)(4). Medical devices: vngd cr tib brg 12x71/75 catalog# 183442 lot# unk, biomet cc I-beam tray 75mm; catalog# 141224 lot# unk, unknown iomet arcom 3 peg/post size 34. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2018 - 06405, 0001825034 - 2018 - 06403, 0001825034 - 2018 - 06402.

Event description:
It was reported that patient underwent a knee arthroplasty, and subsequently was noted to have deep vein thrombosis five months post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Insufficient information.